Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. The report of low speed and pump stop events can be confirmed based on the submitted log file. The log file captured numerous low speed and pump stop events while the patient was supported by the power module and patient cable. Based on our complaint history and similarly reported event, the data captured in the log files is potentially consistent with a compromised wire in the patient's driveline. A distal end driveline replacement was performed and approximately 16 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. It was reported that after the repair, the patient continued to experience alarms and pump stops while using a grounded patient cable. The patient was issued ungrounded patient cables. The patient remains ongoing on vad support using ungrounded patient cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there were concerns about driveline disconnects, pump stoppages, and then restart with low flow and low speed. It was reported that the pump stopped, then restarted and ramped up. The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stops and speed drops less than the lower speed limit on (B)(6) 2017 while connected to the power module. An external percutaneous lead (driveline) replacement was performed on (B)(6) 2017. The patient observed pump additional stoppages and was switched to a non-grounded power module patient cable. No additional information was provided.